Manufacturer narrative:
(B)(4). The lot was manufactured november 10, 2014 - november 11, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified black mark on the reservoir. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its reservoir. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.